Event description:
Provider alleged tie wrap leaking. Per independent repair center statement, the unit had low o2 or yellow light -- confirmed. The key failure was the tie wrap leaking. Additional malfunction was the hose clamp leaks.